Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a sharps container. The customer reports sharps containers had been collected from the floor and had been sent down to be autoclaved then disposed of as per the hospital protocol. The container was autoclaved and left on the floor by a previous employee and another employee came to pick up this container and was stuck from a needle poking from the middle bottom of the container.